Event description:
It was reported that cgm displayed error 42 while sensor was used with pump. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, and after reset pump no longer displayed cgm error.